Event description:
Account alleges that a pt exited the bed and the bed exit did not alarm. Account stated the pt was not injured.

Manufacturer narrative:
Account checked the bed and the bed exit functioned properly and the account could not duplicate the problem. The bed has been placed back in service and they have had no further issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.